Manufacturer narrative:
New information received provided serial number of device involved in event. Serial number and product UDI updated.

Event description:
It was reported to philips that the tempus pro wouldn't record a 12 lead during daily check.

Manufacturer narrative:
Results of functional testing indicate the reported problem was due the touchscreen being out of calibration. Further information received from user indicates this monitor is in use on their busiest truck and therefore is used the most. It was noted that the screen protector gets dirt, debris underneath or creases that affect calibration. Screen protector was removed, screen cleaned and calibrated during site visit. The device was operational following cleaning and recalibration of the touchscreen.